Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed an oozing rash under the therapy electrode pads. The patient was given a steroid cream from his physician. The patient reported that the rash was improving.